Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. Treatment parameters were in line with typical range. The system performance was found to be in spec and as expected. No new risk recognized.

Event description:
Finger and lip paresthesia following brain treatment of essential tremor.